Event description:
After following up on a wasted implant, it was reported the shell was misaligned/twisted during shim insertion and deformed causing it to not lock. The shim was retrieved (removed and discarded) but shell was determined by the physician to be deployed in a safe manner, so it was not removed and left in the patient.

Event description:
After following up on a wasted implant, it was reported the shell was misaligned/twisted during shim insertion and deformed causing it to not lock. The shim was retrieved (removed and discarded) but shell was determined by the physician to be deployed in a safe manner, so it was not removed and left in the patient.